Event description:
It was reported to philips that the device experienced shock error. There was no report of patient involvement.

Manufacturer narrative:
The customer evaluated the device and received remote support from the customer care solution center, during which quote for the replacement of the defibrillator capacitor was offered to the customer. Multiple attempts were made to obtain the device evaluation, repair, and operational status with no response from the customer. No further information was provided. A supplemental report will be submitted if new information is obtained.